Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error and delivery anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the bolus was not fully delivered. The customer noticed flickering on the pump with one icon battery. The customer stated that the numbers were skipping and the pump made weird grinning noises. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. All boluses were delivered and properly recorded in bolus history and daily totals. The device functioned properly. No delivery anomaly, no scrolling/ramping numbers noted during testing. No flickering of the battery icon noted. However, corroded battery tube noted during visual inspection. No damage on keypad traces noted during visual inspection. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads. The lcd connector was inspected and no anomaly was noted.